Event description:
All directions on one side of page or indication after and of bite section to turn over for rest of directions. Within a few days, the layers separated and pinched my gums making it impossible to use.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given, so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.